Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately high. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began approximately 2-3 weeks ago (exact date/time was unknown). He reportedly tested on the subject meter and within 30 minutes tested on another meter (freestyle) and observed that the subject meter read ''40-60'' points higher than the other meter. Exact blood glucose readings were not provided. The patient manages his diabetes with novolog insulin through pump therapy and reportedly continued with his usual diabetes management routine in response to the alleged issue. He stated he was feeling ''tired, sluggish and like his blood glucose was high'' just prior to testing and he reported that both results obtained were high. The patient stated that 2 days prior to the alleged issue, he was experiencing symptoms of ''sweating'' at an unknown time. He tested with the subject meter and reported a reading in the ''40 mg/dl'' range but couldn't recall the exact result. He reportedly self-treated his symptoms with orange juice immediately and his symptoms subsided within 10 minutes. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self-treatment due to the alleged issue. However, this complaint is being reported because the subject test strips failed pa testing.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the subject meter was tested and the primary complaint was not confirmed. The test strips involved with this complaint were also tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.